Event description:
Technical services received a call on (B)(6) 2011. Caller stated single chamber device, shock and pacing imped is stable and sensing is fine, has an algorythm that looks at short v-v intervals and rn thinks it is oversensing the diagphragm. No egm is saved though. No additional information is available at this time. Device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).